Event description:
Procedure: lobectomy. According to the reporter: on the third firing to the bronchus, the device failed o cut tissue. Stapling was successful. Another multifire endo gia was applied. After firing, it was confirmed that the release button was missing from the instrument. The surgeon searched the pt cavity and took an x-ray. However, the missing component was not found inside the pt, so the procedure was completed. No tissue damage or bleeding was reported.

Manufacturer narrative:
Initial report sent to FDA on 08/12/2008.